Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that her blood glucose was 478 mg/dl when she woke up in the morning and by the time she called it was 525 mg/dl. She wanted to see if her insulin pump was working. Troubleshooting was initiated for the high blood glucose. The customer felt nauseous and she treated with the pump. The drive support cap appeared normal. No air bubbles were found in the infusion set tubing as well. The customer hung up and called back a couple hours later. By this time her blood glucose was 438. The customer ran a manual prime with the current set but insulin did not exit, though the tubing appeared undamaged. The cannula was inspected but also undamaged. A high pressure test did not occur due to lack of a tubing clamp. No products were returned and a tubing clamp was shipped to the customer so she can call back and test for occlusions.